Event description:
Our hospital is seeing device issues when using either the b. Braun infusomat space pump IV set (ref: 490102) or the b. Braun secondary IV set (ref: v1921). We are seeing the medications either backflow into the primary line or rapidly infuse. We believe that a check valve is not performing as intended in certain lots of these sets. Patient experiencing hypoglycemia. Per orders patient given 125 ml of d10 at a rate of 500 ml/hr over 15 minutes. D10 hung as a secondary infusion, total volume in bag 250 ml, per orders patient to receive half a bag (125 ml). Registered nurse entered patient's room shortly after and noticed majority of d10, secondary bag had infused. Pump incorrectly stated that the primary infusion of ns was running but drops noted to be flowing into secondary chamber. Infusion stopped. Patients blood sugar thankfully within normal limits. B. Braun tubing set; ref: v1921. Lot: 0061923959.